Event description:
Revision surgery revealed breakage of the baseplate flange. The tibial insert was also removed at this time.

Manufacturer narrative:
Summary of evaluation: the reason for the failure through fatigue could not be ascertained. Material integrity is not thought to have been a contributing factor.